Event description:
A dental office reported that while using a kavo bellatorque 642b, the back cap came off of the handpiece in the patient's mouth and fractured the maxillary first molar. The patient required a crown on tooth #14.